Manufacturer narrative:
Correction: further review of the details available revealed that the aware date provided in initial report 3012236936-2023-00572 was inadvertently incorrect. The new information reporting the damage to the lens had been received on 17 february 2023. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 20-apr-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product was returned to the manufacturing site for evaluation. No complaint lens was received. Visual inspection under magnification revealed no cartridge crack was observed, however, a stress mark was observed on the cartridge throughout the cartridge tip, and the tip of the cartridge was deformed; however the stress mark is within specifications and is expected to occur after lens delivery. The plunger rod tip was also observed to be damaged. The complaint issue of cartridge crack and cosmetic issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded device split when the intraocular lens (iol) passed through. The injector was in patient's eye when the event occurred; however, no injury was reported. The iol was fully inserted and remains implanted. Additional information received revealed that it was the body of the cartridge that split and the iol had a paracentral trace. The patient did not seem bothered a week post implantation. No further information was provided.

Manufacturer narrative:
Unknown/ not provided. Per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, as lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.